Manufacturer narrative:
The equipment was received in vyaire facility. Service tech was unable to verify the reported "not charging" problem. Connected a known good ac adapter and found that the battery was charging, the charge status led was green. Performed the battery duration test and failed after 18 minutes. Unable to duplicate the reported problem. The battery p/n (B)(4) will be replaced due to the failure. Additional problem that was found, they are unable to set vhome value between 9.40 and 9.50. The actual reading is 10.54. The flow valve was replaced to resolve the issue. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the lap top ventilator unit was not charging. Also customer noted it has a no flow issue. The reporter confirmed that there is a patient involvement associated on this event. However, no harm noted. As an intervention, ventilator was stopped and the rt bagged the patient.